Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi error code 120.4500 on 8015ls unit. Account name: (B)(6) community hospital. Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015ls unit serial # (B)(4). Case resolution: confirm to tech error code 120.4500 on 8015ls unit is power supply processor, the processor charge current is too high for the present charge, needs to replace first power supply board once replace still having same error next replace logic board on unit. Confirm part # for power supply board. Tech thank me for my assist. Ref: (B)(4).